Event description:
A hospital in (B)(6) reported that the water feedset did not feed water into an mr290 autofeed humidification chamber during set up. The hospital reported that the water feedset tube was "blocked".

Manufacturer narrative:
(B)(4). Method: the complaint chamber has been returned to the manufacturer for evaluation. The complaint chamber was visually inspected and performance tested. Results: the visual inspection revealed no damage to the water feedset tube. When connected to a waterfeed bag, the chamber filled successfully to about 6mm above the base. Conclusion: no fault found. We were unable to replicate the reported fault with the returned complaint chamber as it functioned normally during testing. The user instructions that accompany the mr290 vented autofeed humidification chamber advises that the filter cap must be opened if a water bag or bottle is used. The user instructions also state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient".